Event description:
Child was playing with brother and experienced pain in his side. Surgical removal of bent plate. User facility submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by user facility which user facility has not had the opportunity to investigate or verify prior to the reporting date. User facility has not conclusively determined the cause of this event. In addition, the submission of this report shall not construed as an admission that a reportable event has in fact occurred.